Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 16. There was no reported impact to the customer's blood glucose level as the caller declined to provide information. Technical support arranged for the pump to be replaced and informed the caller about storage mode instructions and return procedures for the faulty pump, which the caller acknowledged.